Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/delivery test, no delivery test, displacement test due to blank display. Pump had minor scratched display window.

Event description:
Customer reported via phone call to have moisture under display screen due and was not sure how it occurred. Customer reported to have been sweating due to log blood glucose. Customer declined troubleshooting. Customer's blood glucose was 187 mg/dl. Customer was advised that insulin pump would need to be replaced.